Manufacturer narrative:
(B)(4). The unit passed displacement test. The unit was received with a retainer ring that splits at the front inner side. Despite this, the retainer ring is firmly attached to the reservoir tube lip. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Event description:
Information received by medtronic indicated that the retainer ring of the insulin pump is broken. Reservoir was able to lock in place when inserted into the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.